Event description:
Litigation papers allege the patient will require future revision to address pain, stiffness, popping and grinding in her left hip. On (B)(6) 2010 - pt was revised to address elevated metal ion levels. Product and lot numbers were identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.